Event description:
It was reported that a few months after the system implant procedure, the patient presented to a routine follow-up appointment where increased right ventricular (rv) lead threshold measurements were increased. The physician surgically opened the pocket and attempted to reposition the lead, but the helix mechanism was found to be dysfunctional. The rv lead was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This lead is expected to be returned for analysis, but has not yet been received.